Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances as well as noisy signals. Technical services (ts) was consulted, and programming options were discussed since there were proper capture and sensing. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the noise on this lead was oversensed. Programming enhancements were performed. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances as well as noisy signals. Technical services (ts) was consulted, and programming options were discussed since there were proper capture and sensing. No adverse patient effects were reported. This lead remains in service.